Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The pump remains in use in use supporting the patient. A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for gi bleeding. On (B)(6) 2015, the patient was discharged with no further issues. The source of bleeding was never found after 17 scopes over an unspecified period of time. No subsequent reports of gi bleeding have been received.